Manufacturer narrative:
Device 1 of 2. Common device name: cure ultra® ready-to-use catheter for men no lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that they were notified by an end user that there was " difficulty inserting and ended up with uti. Completed antibiotic prescription". No photographs received. No lot number reported. Unable to contact end user due to privacy rules. This MDR is for the known product for the harm reported and an additional for the unknown products leading up to the reported infection or that caused/contributed to the infection.